Manufacturer narrative:
(B)(4). Batch # t93d0z. Investigation summary photo was received. The photo shows a visual damaged to hand piece. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the paint peels off on hand-piece. No patient consequences. Just a damaging of the first gloves of the surgeon. Issue noticed several times during procedure and sterilization.